Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the patient line. Customer had not yet loaded a new cartridge at time of call but would do so at a later time. Reportedly, the leak may have been caused by overfilling, although unable to confirm. Customer's blood glucose was 203 mg/dl.